Manufacturer narrative:
Evaluation summary: one sample of device was returned for evaluation. A visual examination shows that the returned unit is contaminated and there is sticky residue on the main stem of the tubing. Further examination shows no other sign of any defect. The returned unit was inflated. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, water droplets accumulated in the pilot balloon part and deflation was difficult. The automatic cuff pressure gauge was not used and regular cuff pressure management had been performed. There was no patient harm.